Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient's pump was explanted due to infection on (B)(6) 2017. A culture was performed and tested positive for (B)(6).